Event description:
It was reported that the patient's pump had flipped. A pocket revision was performed. During the revision the health care professional had difficulty aspirating through the catheter access port (cap) the hcp removed the sutureless connector from the pump and attempted to aspirate directly from the cap and again met with resistance. The hcp then decided to inject preservative free normal saline through the cap, still met with some resistance. The hcp stated that it felt like something was cleared". The sutureless connector was reattached to the pump and there was no further difficulty in aspirating through the cap. The patient did not experience any symptoms. The patient's current status is 'without any problems'. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
.